Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No off no power alarms were noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer received an off no power alert, without a low battery alert. Customer's blood glucose level at the time 221mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.